Event description:
It was reported that a mcs20 was used during a coronary artery bypass graft. It was reported by the affiliate that the instrument had crossing clips. There was no consequence to the pt. 09/17/1998 additional info from affiliate. This device was part of a total of three devices and the only info was the surgeons name.